Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a weak signal and lost sensor alarms. Customer's blood glucose level was 600 mg/dl. She changed the site and treated with the insulin pump. Her blood glucose level went down to 279 mg/dl. The device was not returned.